Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: h.10.

Event description:
Patient reported left side "rupture." The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, crease fold, voids, and overweight (even though the device is currently overweight, it is not considered a workmanship since all units of the weight report attached are within specification when released in the manufacturing process). After autoclave cycle was observed: cloudy color in the gel. Based on the device analysis the final assessment is: no openings were observed on the device.

Event description:
The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. Reason for reoperation: "rupture".

Event description:
Patient reported left side "rupture." The device remains implanted.